Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 9:00pm at home. End-user said he tested his blood glucose and received a result of 69mg/dl. A normal result for that time of day is usually around 120-150mg/dl. End-user said that when she went to get up to got to the bathroom she told her granddaughter that she felt as if her blood sugar is low and woke up in the bathroom. Ems was called about 10 minutes after testing with the prodigy meter, she is unsure of how long it took them to arrive only that she woke up and they were there. End-user said her sister told the end-user she was confused and incoherent, and she gave her orange juice to drink and a glucose tablet while waiting for ems. Upon arrival the ems tested the end-users blood glucose with their meter and received a result of 28mg/dl. Ems administered an IV with glucose and did not transport the end-user to the hospital. The end-user was not sure what her blood glucose was when the ems left. The end-user was unable to provide the sliding scale information. Insulin is prescribed as follows: novolog: 12 units at breakfast, 18 units at lunch, 20 units at dinner. Tresiba: 35 units at bedtime. No additional information was provided.